Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Absent the lot number, manufacture date cannot be determined. Will not be returned to manufacturer.

Event description:
Reporter alleged obtaining the results of 278 mg/dl and 403 mg/dl on compact plus system 1 compared back to back with a result of 124 mg/dl on compact plus system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were no longer available, so no product will be returned for evaluation.